Event description:
It was reported that the left ventricular (lv) lead had high threshold and loss of capture within one day of implant. The physician repositioned the lv lead further into the vein. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6935m62, lead implanted: (B)(6) 2014. (B)(4).